Event description:
It was reported that patient deceased. The device was interrogated in the mortuary and found to be in eos. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021. Patient declined home monitoring and was receiving end of life care

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The ICD interrogation revealed the eos battery status, detected on january 24, 2026. The memory content of the ICD was inspected, revealing a normal current consumption of this device. However, the amount of charge taken from the battery was verified and the eos battery condition was not as expected. Further analysis of the device data showed the occurrence of one vf episode on january 24 at 06:28 am. The vf episode was regularly detected based on the intrinsic cardiac signals. During this episode, charging of a therapy shock was initiated to terminate the detected vf, however, this charging cycle was aborted due to the detection of eos. In addition, the data provided clear evidence of an ongoing application of a permanent magnet on january 23 and 24. However, as specified, after 8 hours of application, the magnet effect terminated on january 24 at 01:34 am. As a result, therapy functions were fully reactivated although the magnet was still in place. In this case, if there is a short distance between the magnet and the ICD, and the orientation of the magnet is aligned to cause the magnetic field to be strongest over the high voltage transformer, a saturation of the transformer may appear during a charging cycle, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed eos battery status. This does not represent a battery or electronic module malfunction. In a next step, the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. In a next step, the electronic module was attached to an external power supply to check the functionality of the electronic module. The measured current consumption was normal and as expected. Analysis of the electronic module revealed no indication of a malfunction. For the purpose of a comprehensive analysis, the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement showed a partially depleted battery, however, the battery voltage level was within expectations taking into account the consumed charge. The microcalorimetry analysis showed no anomalies. At a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified signs of lithium plating, however, no effect on the battery performance was evident. In conclusion, eos was activated due to an unfavorable magnet application. The device functions were extensively analyzed, revealing no indication of a device malfunction. Destructive analysis of the battery showed signs of lithium plating, however no effect on the battery performance or therapy availability was evident.